Event description:
On (B)(6) 2025 the user reported experiencing fluctuating blood glucose (bg) readings, including a low of 48 mg/dl and a high of 316 mg/dl, which were corrected at home using glucose tablets, juice, and insulin pump therapy adjustments. No hospitalization, medical intervention, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.